Event description:
It was reported that the patient experienced pain at the scs ipg pocket site. As a result, surgical intervention was undertaken wherein the ipg was explanted, replaced and relocated to a new pocket site. Therapy was restored and issue was resolved.